Manufacturer narrative:
E1 initial reporter facility name: (B)(6). The device was returned for analysis. Visual inspection revealed the imaging window was detached near the lap joint section and was not returned for analysis. The sheath assembly was also observed kinked. Impedance testing showed an electrical open at the distal catheter, but x-ray analysis did not show any discernible defect. A photo provided by the site showed evidence of the imaging window detachment but did not show evidence of the reported issue.

Event description:
Reportable based on device analysis completed on 27oct2023. It was reported that visualization issues occurred. The 90%, 3.00 x 32mm, stenosed target lesion was located in severely tortuous and severely calcified left circumflex artery. The opticross ic imaging catheter was advanced for ultrasound examination of the target lesion but there was no image. The catheter was prepped once more but the screen remained black. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed the imaging window was detached. It was further reported that the device was not intact when it was removed from the patient.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) university. The device was returned for analysis. Visual inspection revealed the imaging window was detached near the lap joint section and was not returned for analysis. The sheath assembly was also observed kinked. Impedance testing showed an electrical open at the distal catheter, but x-ray analysis did not show any discernible defect. A photo provided by the site showed evidence of the imaging window detachment but did not show evidence of the reported issue.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that visualization issues occurred. The 90%, 3.00 x 32mm, stenosed target lesion was located in severely tortuous and severely calcified left circumflex artery. The opticross ic imaging catheter was advanced for ultrasound examination of the target lesion but there was no image. The catheter was prepped once more but the screen remained black. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed the imaging window was detached.